Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The angio-seal device is not indicated for use with non-angio-seal components, which may have contributed to the incident. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3 from the follow no. 1 submission. The correct date should have been (B)(6) 2025.

Manufacturer narrative:
A1: patient identifier: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the rosen wire was placed through the destination catheter and subsequently removed. The angio-seal vascular closure device could not be deployed over the rosen wire. A 5 french (fr) sheath was inserted, and the wire was exchanged for a super stiff amplatz wire, allowing successful delivery of the angio-seal. The procedure performed was peripheral artery revascularization. The patient's pre-procedural condition, current medications (including dosages), and relevant medical history include peripheral artery disease (pad). The reported event did not result in patient injury or require medical or surgical intervention. Additional information was received on 03 jul 2025: a 6 french (fr) procedure sheath was used. There were no difficulties with arterial access, sheath insertion, guidewire placement, or catheter insertion. A pre-deployment angiogram was performed. The angio-seal could not be inserted over the rosen wire, necessitating a switch to a super stiff amplatz wire. Hemostasis was achieved using a different angio-seal device in combination with manual compression. The estimated blood loss was less than 250 cubic centimeters (cc). The patient is stable.